Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on unknown date due to high blood glucose. The cause of death was natural cause. The caller stated that the customer had heart illness that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was unknown. It was unknown whether caller will return the insulin pump for further analysis.